Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was informed pump was within warranty and needed replacement, was provided replacement pump as backup therapy.